Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was reported that database exceeded memory capacity. The technical support specialist reviewed the database, which was approximately 8.1gb, and successfully reduced its size to 6gb by adhering to the knowledge article. Additionally, they disabled the netbios, touch keyboard, and handwriting panel service, and unchecked the power management settings for usb to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, the application became unresponsive. The customer reported that a hardware malfunction occurred in the drawer, as the screen became unresponsive while dispensing medications. There were no adverse events or injuries reported based on this incident.